Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise with very small amplitudes. The episode occurred in alternate vector. Automatic setup didn't pass in primary and alternate vector. The device was reprogrammed to secondary vector. Secondary vector didn't pass in one position; however, the field representative stated this vector looked best. After reprogramming the vector, atrial fibrillation (af) with myopotential noise was recorded, but the device correctly marked the noise with an n marker. Technical services (ts) observed there was a significant change with sensing in march 2026. Ts recommended reviewing x-rays and performing a postural assessment. Ts suspected there was a particular posture or isometric that was significantly reducing amplitude. This electrode remains in service. No adverse patient effects were reported.